Event description:
It was reported that during pre-surgery, it was observed that the compact speed reducer device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the gears inside the gear box were damaged, corroded and would not rotate. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device observed that the gears inside the gear box were damaged, corroded and would not rotate. Therefore, the reported condition was confirmed. It was determined that this was due to immersion / sterilization procedures. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.